Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving 2 mg/ml dilaudid at 0.1658 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient had an 80% return of pain since a motor vehicle accident in which her vehicle struck a deer in late (B)(6) 2016. A dye study was performed on (B)(6) 2016, where the physician observed blush and did not identify any problem with the catheter. Immediately after, the patient was cent for a CT scan, the results of which were unknown. It was unknown if the issue was resolved. Additionally, surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient's status was unable to be obtained. The patient was referred back to pain management. Additional information was received from a healthcare provider via a manufacturer's representative regarding a patient's implantable infusion pump for pain. It was reported on 2016-10-14 that the patient was fine after leaving the doctors office at most recent follow up but then shortly after reported to ER with abdominal pain in area of the pump and reportedly wanted the pump explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.